Event description:
Pt with 3 subtherapeutic inr's over the last 6 months. Inr goal 2-3. Pt taking asa and coumadin as ordered. Admitted (B)(6) 2018 with lvad pump alarms (high wattage) and dark colored urine starting this morning. Vss. Heparin started. Heparin paused and alteplase given (B)(6). Heparin restarted evening of (B)(6). Lvad flows and powers improved (B)(6) with resolution of hemolysis on (B)(6).